Event description:
Rptr states that the wheel "snapped off" of the wheelchair while her father was using it. Another family member was there to "counter the weight", no injury sustained. Rptr is concerned because the chair had been in use for less than one hour when the event occurred. She attempted to contact the MFR but the office was closed for the holiday.